Event description:
Drive devilbiss healthcare received a complaint involving a rollator from an end user's daughter, who reported that "the locking mechanism is not working which causes it to collapse resulting in falls. There was a red handle which has fallen off." The end user sustained "skin tears," one of which required "multiple visits to wound care." Drive is currently investigating the incident, including attempting to retrieve the product to evaluate it.